Manufacturer narrative:
Additional product component: model number/catalog number: 72404310, batch/lot number: 1000054169, model/catalog description: pump ms.

Event description:
It was reported that the patient experienced a punctured cylinder resulting in fluid loss and a dimpled pump with an inflatable penile prosthesis (ipp). The ipp left cylinder and pump was explanted and a new ipp left cylinder and pump was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: analysis of the cylinders on the lgx 15cm snap fit rt did not confirm any damage to cylinder 1 and a leak in cylinder body with wear at the fold in cylinder 2. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. Additional product component: model number/catalog number: 72404310, serial number: null and null, batch/lot number: 1000054169, model/catalog description: pump ms.

Event description:
It was reported that the patient experienced a punctured cylinder resulting in fluid loss and a dimpled pump with an inflatable penile prosthesis (ipp). The ipp left cylinder and pump was explanted and a new ipp left cylinder and pump was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.